Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The customer complaint was confirmed due to inaccurate cgm values were found. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, between 10:30 am and 11:40 am while driving to work, the patient lost consciousness and crashed his vehicle. The patient only became aware of the incident when a bystander knocked on the car window to alert him of the crash. An ambulance was called and upon arrival, they tested the patient¿s blood glucose, the glucometer was unable to provide a reading, which emergency medical technician's noted typically indicates a glucose level below 30 mg/dl. At the time, the patient¿s cgm was displaying a glucose value of 87 mg/dl, which significantly differed from the suspected actual glucose level. The patient was treated with 3 glucose tablets. Emts determined that it was not necessary to transport him to the emergency room. The patient remained on-site and continued to recover. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.